Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The brand name, catalog number, lot number and device manufacture date were unknown concomitant med products and therapy dates: attachment device; unknown date. PMA/510(k) number is unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: the part number is unknown; therefore, the gtin is unknown. A UDI cannot be generated.

Event description:
It was reported that there was a broken cutter device stuck inside the attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported there were no delays to a surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, quality engineering performed an evaluation, and it was determined that the reported condition that a piece of an unknown cutter was stuck in the attachment device was confirmed. It was noted that a broken a piece of cuter was found in the locking mechanism assembly of the attachment device which prevented the lock tabs from releasing the cutters and caused the failure. It was noted that the device was visually inspected and was found to have passed visual inspections. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. However, a full assessment of the device could not be performed due to the condition of the cutter was received. It was noted that the piece of the cutter device was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. The root cause of the reported failure was operator error at the customer site. The most probable cause for the found defect is improper handling by the user (user error). The assignable root cause was determined to be traced to user, which is user error.